Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility a fresenius 2008k2 machine with fluctuating venous and arterial pressure and an unspecified ultrafiltration error during treatment while a patient was connected. The patient was able to continue and complete treatment on the same machine with no experienced blood loss. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician reportedly calibrated the venous and arterial pressures, and calibrated the ultrafiltration settings to resolve the issue and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. It was confirmed a technician repaired and returned the machine to service by calibrating the venous and arterial pressures and the ultrafiltration. The functional pressure tests and ultrafiltration tests were passed. The machine passed all functional tests, and returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. It was confirmed a technician repaired and returned the machine to service by calibrating the venous and arterial pressures and the ultrafiltration. The functional pressure tests and ultrafiltration tests were passed. The machine passed all functional tests, and returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was confirmed that a fresenius mexico technician reportedly calibrated the venous and arterial pressures, and calibrated the ultrafiltration settings. The functional pressure tests and ultrafiltration tests were passed, and a simulated treatment was run for 40 minutes without alarms. The machine passed all functional tests, was rinsed, and returned to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported a fresenius 2008k2 machine with fluctuating venous and arterial pressure and an unspecified ultrafiltration error during treatment while a patient was connected. The patient was able to continue and complete treatment on the same machine with no experienced blood loss. There was no indication of patient harm or adverse event. A fresenius mexico technician reportedly calibrated the venous and arterial pressures, and calibrated the ultrafiltration settings. The functional pressure tests and ultrafiltration tests were passed, and a simulated treatment was run for 40 minutes without alarms. The machine passed all functional tests, was rinsed, and returned to service.